Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had pain and discomfort after asr hip implant. Doi: (B)(6) 2009 (right hip). Dor: none reported. Patient is resident of (B)(6). Update 8/13/2012 - pfs was received. Part/lot information was identified. There is no new information that would change the outcome of the investigation. Update 5 june 2014 - der recvd updated hospital, surgeon details and patient demographics. Added high metal ion levels to reason for revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 2/19/2015 - medical records received. Patient revised to address elevated metal ion levels. Upon revision, a very large fluid pocket with 500ml of inflammatory fluid, synovial reaction, and significant trunnionosis with dark stained tissue were noted. The surgeon noted that the taper was well protected, and impacted a ceramic head on the stem. The stem and sleeve are being added for elevated metal ion levels. The stem remained in situ. This complaint was updated on: 03/03/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 01/07/2015 - plaintiff's preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 01/22/2015.

Event description:
Litigation alleges patient had pain and discomfort after asr hip implant.